Event description:
It was reported that this patient with this right ventricular (rv) lead came into the emergency room (ER) due to a syncopal episode and falling. The rv threshold was at output level. Technical services (ts) discussed to further evaluate for programming optimization. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: device code a070101/failure to capture added.

Event description:
It was reported that this patient with this right ventricular (rv) lead came into the emergency room (ER) due to a syncopal episode and falling. The rv threshold was at output level. Technical services (ts) discussed to further evaluate for programming optimization. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received a week later reported that it was unclear whether the reported fall was attributed to possible right ventricular (rv) lead loss of capture (loc) or patient condition. Review of trend data revealed that the rv threshold measurement was historically close to the programmed output, but the patient presented with rv capture upon interrogation. At the time of the follow up visit, there was no evidence that the observed syncope was device related and there were no other adverse patient effects. Additional information received approximately four months later reported that this rv lead was explanted and replaced due to the previously reported elevated rv thresholds. Rv thresholds had increased significantly since may and the programmed output was no longer sufficient. During the newly implanted lead was tested via the pacing system analyzer (psa) and yielded a sub-1v@0.4ms threshold measurement. The header connection was checked, and found to be intact. It was suspected that this rv lead had exhibited a microdislodgement as it was not sutured down at implant. No additional adverse patient effects were reported. The explanted rv lead was retained by the hospital, and likely will not be returned for analysis.